Event description:
Reporter noted that approx 4 hrs after applying patch, the patch went from feeling comfortably warm to feeling extremely hot. When she removed the patch some of her skin came off and resulted in redness and some blistering and sore, open areas where patch was applied.